Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the adhesive pad and its welds found no defects that would contribute to the reported adhesive failure. The cause of the reported adhesive complaint could not be determined. The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.